Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the radiopaque marker bands were not visible under x-ray. The target lesion was located in the anterior tibial artery. A 3.0mm x 120mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during introduction of the device, it was noted that the radiopaque marker of the balloon was missing under x-ray. The device was completely removed from the patient's body and the procedure was completed with another of the same device. It was confirmed that the marker is visible outside the patient and there were no physical deformation/anomalies noted on the device. The contrast ratio used during the procedure was 50/50. No patient complications were reported and the patient's status was stable.